Event description:
It was reported that at implant, the right ventricular (rv) lead was deployed through an introducer but due to a long "kink" at the end of the introducer, the physician had to apply some "additional force" to insert the lead. The lead was placed on the rv septum and the helix was extended but after 12 turns the helix did not fully deploy. After 8 additional turns the helix still did not look fully deployed. At this time, the thresholds had risen at this site so the helix was retracted and the lead was repositioned. At the new site, the helix would not deploy at all. The lead was removed. A second lead was implanted and had the same issue going through the introducer but was placed on the septum with good measurements. The following day the physician viewed the patient's x-ray and felt that it was questionable that the helix was fully deployed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The physician is concerned that there is a "bad batch" of this lead model that has helix extension problems. The second lead remains in use. No patient complications have been reported as a result of this event. Evaluation summary: (B)(4) the full lead was returned and analysis found that the distal conductor was distorted. There was blood/body fluid on the outer tubing overlay and it was breached cut. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.